Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that the cable assembly connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the recharger had a blank screen. The caller stated the recharger would not work. The caller tried charging and they wondered if something was wrong with their belt because they saw a screen that they could not find in their manual. The caller stated the screen showed a plug on the right hand side and on the left it looked like the charger and the ins. The patient was unable to turn on their stimulator. The caller tried to replicate the screen, but the recharger was blank. The caller stated the recharger was checked the day prior to the report and it had been plugged into the wall for a while, but it remained blank. It was further reported that the connector pin was loose and would not stay in the recharger port. The caller had to hold the cord. The patient stated the recharger was dead. The patient reported they charged their ins on (B)(6) 2017. The patient programmer showed that the ins needed to be charged and the patient noted they charged every day because their settings were high. No further complications were re ported or anticipated. Additional information was received and the replacement of the desktop charger and recharger resolved the patient's inability to turn stimulation on and the ins being low.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.